Event description:
It was reported that prior to an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, flushing and deployment difficulties occurred. Upon preparation of the rx lithotripter compatable basket, the basket was able to be deployed and then retracted into the sheath, however, the device was unable to be flushed with unspecified dye and was unable to be deployed a second time. Following an unspecified number of attempts, the basket was able to be deployed with a snapping sound and it was noted that the basket had broken. The device was not used in the pt during the procedure. It was not known how the procedure was completed. The pt's status is unk.